Event description:
Dealer states that the chairs has a failure in the open park brake circuit in left gear motor assembly.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.